Manufacturer narrative:
The device investigation has been completed and the results are as follows: investigation methods/results: the device was returned with cover screw still engaged but not in original package. The implant was verified to be a hahn tapered implant ø4.3 x 13 mm (70-1154-imp0012) using radiographic template (pk-209-062515). There was no defect or non-conformity observed and the threads were intact. Bone debris was observed in the threading of the implant. Device history record review: the DHR was reviewed and there was no evidence discovered to indicate that a product defect or non-conformity contributed to the issue. The part met all the criteria called for in the production router. Stock product review: the packaged stock product is not applicable for review since no defect or non-conformity was observed from the returned product. Root cause: per the reported information, the patient had a history of periodontal disease- an infection of the tissues that hold your teeth in place. Additionally, the practitioner noted the patient had pus coming out from the osteotomy site and inflammation of the gingiva. These symptoms can be associated with tissue damage caused from the initial surgery of the implant or from the patients pre-existing condition (periodontal disease) and could have contributed to the device failing to osseointegrate. "Failure to osseointegrate" is a common complaint in regards to implant failure. This occurs when the patient's bone does not integrate with the implant surface. The possible responses to this complaint could be attributed to various causes. Although the root cause for failure to osseointegrate is inconclusive and specific to each case, probable causes could be the loss of primary stability at the osteotomy site due to insufficient bone or poor bone quality; either the bone was too soft or the operator erred in creating an osteotomy bigger than the size of the implant diameter. Premature loading, patient's health, peri-implantitis, smoking, and lack of oral hygiene may also be contributing factors. IFU 3027904 rev 2.0 (hahn tapered implant system) contains the following statement in precaution section surgical procedures: "minimizing tissue damage is crucial to successful implant osseointegration. In particular, care should be taken to eliminate sources of infection, contaminants, surgical and thermal trauma. Risk of osseointegration failure increases as tissue trauma increases. All drilling procedures should be performed at 2000 rpm or less under continual and copious irrigation. All surgical instruments used must be in good condition and should be used carefully to avoid damage to implants or other components. Implants should be placed with sufficient stability; however, excessive insertion torque may result in implant fracture, or fracture or necrosis of the implant site. The proper surgical protocol should be strictly adhered to". The IFU also contains the following statements in warning section: "absolute success cannot be guaranteed. Factors such as infection, disease and inadequate bone quality and/or quantity can result in osseointegration failures following surgery or initial osseointegration."; and "the implant site should be inspected for adequate bone by radiographs, palpations and visual examination. Determine the location of nerves and other vital structures and their proximity to the implant site before any drilling to avoid potential injury, such as permanent numbness to the lower lip and chin".

Manufacturer narrative:
This is the first of two implant complaints, see manufacturer report for the remaining complaint: 3011649314-2020-00710. The device has been returned. Once the investigation is complete a supplemental report will be submitted. Patient's weight is not recorded at the dentist office. The patient's race was asked but not provided.

Event description:
It was reported that the hahn tapered implant failed. The patient has bone type ii. The patient has a history of periodontal disease and has lost teeth in the past. The patient presented on (B)(6) 2019 for primary procedure on tooth #11. On (B)(6) 2020 the patient returned with complaints of pain. Upon examination the provider notes "pus and and the cover screw exposed." Also noted was inflammation of gingiva and pus recession. At that time an attempt was made treat the infection. The patient returned on (B)(6) 2020 and the provider notes that the implant failed to osseointegrate and was removed. The provider states the patient's current status as "okay to try again".